Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional, via a manufacturer representative, reported a setscrew issue with an implantable neurostimulator (ins). The lead was not able to completely insert into the ins header and the setscrew was difficult to screw and move. Actions taken included inserting the lead at different angles, "torquer" used to ventilate the cavity, and slightly adjusting the setscrew to allow the lead's "modemacher ent" into the header. The lead was finally inserted successfully and measurements were taken with high stimulation impedances, event with 2 volts at 300 microseconds. Reconnection was performed and the torque limit of "torquer" did not allow a second time to fasten the lead. A setscrew issue was alleged. The ins was replaced and allowed successful and easy insertion of the lead into the new header. The issue was resolved.

Manufacturer narrative:
Updated : analysis of the ins, model 3058, serial no. (B)(4), found ins setscrew backed out too far. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.42, 0.39, <(>&<)> 0.45 lbs; withdrawal=0.35, 0.41, <(>&<)> 0.40 lbs.}.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found ins setscrew backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.